Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited failure to interrogate via conductive telemetry. The ralp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of no conductive telemetry was not confirmed. Visual inspection, longevity assessment and further analysis were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.